Event description:
It was reported that the patient underwent vns therapy system replacement due to high impedance. It was reported that the patient had recently underwent generator replacement surgery and high impedance was noted following the surgery. It was reported that the patient was referred to surgeon and that the patient is doing well now. There was no record of trauma or patient manipulation that could have caused or contributed to the high impedance. The physician's office would not provide any further information. The generator and lead have not been returned for analysis to date.

Manufacturer narrative:
Review of programming history. Date of event, corrected data: review of programming history showed that the initially report event date was incorrect. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Programming/diagnostic history for the vns device revealed that high impedance was seen on a system diagnostic test, which was performed on (B)(6) 2013. The results of the diagnostic test were: lead impedance = high, output status = limit, dc/dc code = 7, end of service = no. The explanted device was destroyed per hospital policy.